Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure dissection occurred and was treated with the implantation of a resolute onyx des in the rca. The event is reported as related to target vessel myocardial infarction involving the rca. The investigator assessed the event as not related to the index device or antiplatelet medication. The sponsor assessed the event as not related to the antiplatelet medication and possibly related to the index device. The patient is recovering.

Manufacturer narrative:
The patient was also treated with balloon angioplasty. The dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two resolute onyx were implanted in the rca during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.